Event description:
Olympus was informed that during a lap sleeve gastrectomy procedure, the probe broke. It is unk if any portion of the device fell inside the pt as limited info was provided by the user facility. However, there was no pt injury reported. Olympus followed up with the user facility and was informed that the broken tip fell inside the pt during a partial gastrectomy procedure when the handpiece was activated to cut. The device fragments were successfully retrieved using forceps. This occurred about 5 to 10 min after activating the handpiece. No error messages were observed. The handpiece was replaced w/another similar device and the intended procedure was completed. A visual inspection of the handpiece found the teflon pad was intact. The handpiece was used w/ an usg-400 and no other abnormalities were noted.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for eval. The exact cause of the reported event could not be conclusively determined at this time. If add'l info becomes available at a later time, this report will be supplemented.